Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the case on the level 1 hotline low flow system (hl-90) was cracked by the drain tube. There was no patient involvement. The issue was found during scheduled maintenance.